Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she may have accidentally overdosed on insulin and emergency services were called which corrected the potential overdose. Customer believes that she may have bolused too much. Customer's blood glucose was unknown at the time of incident. Troubleshooting also spoke with customer's husband and advised to speak with helpline but customer declined. No further information was provided.